Manufacturer narrative:
Concomitant medical products: dtma1q1 ICD; 439888 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had far field r-wave (ffrw) over-sensing on the atrial channel falling into atrial blanking/refractory. It was noted that the left ventricular (lv) lead had high threshold measurements. Both leads remain in use. No patient complications have been reported as a result of this event.